Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. The u2-application asic was damaged. The device would not be charged nor linked to a test remote control even after two charging attempts. The device was cut open, and the battery measured 1.83 volts. The device exhibited excessive sleep current leakage (15 ma). A hot spot was observed on the component (30.4°c). The impedance between vh and ground was in the mega ohm range. The source of the device damage likely is the electro cautery used during the previous lead revision (bsn635349).

Event description:
A report was received that after a previous revision where electrocautery was used, the patient's ipg was unable to hold a charge and was in hibernation. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
(B)(4). (B)(6) 2016.

Event description:
A report was received that after a previous revision where electrocautery was used, the patient's ipg was unable to hold a charge and was in hibernation. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4).